Event description:
(B) (6) peripheral cutting balloon registry. In (B) (6) 2003, an eccentric, tight, denovo lesion was identified in the popliteal artery. The target vessel was non tortuous and had a reference diameter of 4.5mm. Two target lesions were identified. Target lesion 1 length was 5mm and was 95% stenosed. Target lesion 2 had a length of 10mm and was 90% stenosis. The peripheral cutting balloon was used to dilate both lesions. Number of inflations, time and maximum inflation pressure was not provided. Post-procedure stenosis for both target lesions was 0%. Occlusion of the target vessel was observed during the procedure due to an intimal dissection. Thrombolysis was performed. Location of the dissection, target lesion 1 or 2 is not provided. During follow up visits in (B) (6) 2003, (B) (6) 2003, (B) (6) 2004 and (B) (6) 2004, the subject was found to be alive, the target vessel patent, no adverse events reported and no additional intervention performed.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Device not retuned for analysis.